Event description:
Patient developed right ventricular failure following lvad insertion and return to surgery for evacuation of hematoma. Had tandem heart inserted on (B)(6) 2015 via right jugular access. Pump location was about 2 inches below the right shoulder. Pump contacted the skin resulting in a second degree burn. Area dressed.